Event description:
A caller reported a tandem mobi cartridge alarm which did not adversely impact the customer's blood glucose levels. Tandem technical support confirmed the alarm and, as a resolution, sent a replacement pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support provided guidance on putting the pump into storage mode and facilitated the return of the problematic pump using a pre-paid label. The customer acknowledged the need to program settings and connect their continuous glucose monitor to the replacement pump.